Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient myocardial infarction and vasospasm occurred. Successful aspiration was performed with the jetstream® xc atherectomy catheter in the superficial femoral artery (sfa) with the aid of a non-bsc embolic protection device. Upon removal of the catheter from the patient, the patient began to have a mild cardiac infarction and had to undergo emergent cardiac catheterization. Patient was found to have systemic coronary spasms. Following medical therapy, the spasms resolved. Patient was transferred to intensive care and later two days later scheduled for discharge.